Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply and the power cord were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had an interlock failure during a case. No patient injury was reported.